Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation was performed . The return sensor was investigated and did not observe any abnormalities. The customer's complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. Therefore issue was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d4 (expiration date) was incorrectly documented in the previous report. The correction has been made here.

Event description:
A scan error message was reported with the adc device in use with sam, os version- 13, app version- 2849335 and customer was unable to obtain readings. As a result, customer experienced headache and sweating was unable to self-treat and third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation was performed . The return sensor was investigated and did not observe any abnormalities. The customer's complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. Therefore issue was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download section d4 (serial number) was updated from (B)(6) all pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error message was reported with the adc device in use with sam, os version- 13, app version- 2849335 and customer was unable to obtain readings. As a result, customer experienced headache and sweating was unable to self-treat and third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced headache and sweating was unable to self-treat and third-party treatment was reported. There was no report of death or permanent impairment associated with this event.